Manufacturer narrative:
Returned event log shows that technical error 40001 was generated (B)(6) 2014 at 17:10; technical error 40001 indicates an expiratory flow measuring error. Shortly after, a technical error 12 and 10 were generated at 17:12; technical error 12 indicates that ventilation was stopped, due to an error in the control printed circuit board. Technical error 10 also indicates a stop of ventilation. The ventilator system was shutdown by the operator at 17:15. During the on site investigation made by our field service engineer at (B)(6) 2014, he was able to reproduce the error. When the device was opened up he discovered that a liquid substance had stained the printed circuit boards, pictures were taken and returned together with the device logs. Replaced part and more information has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that the ventilator without any human intervention, the mve level on screen suddenly increased to 40 l/min, and then decreased to 0 l/min, technical error code 40001 was generated during the event. (B)(4).